Event description:
It was reported that during the initial implant procedure prior to removing the device from the sterile packaging, radio frequency (rf) telemetry was interrupted and the device was no longer able to be interrogated via rf or inductive telemetry. The device was not used and a replacement device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed. The device was above elective replacement indicator (eri) level when received. The memory registers in the device showed the cause of the rf telemetry issue was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench and no anomaly was detected.